Manufacturer narrative:
This complaint is not confirmed. This complaint is for clinical failures with high mic results when using phoenix panel pmic-110 (449036) batch number 2298120. The customer did not provide isolates, panel returns or phoenix generated lab reports for the investigation. To investigate, three (3) retention panels of complaint batch 2298120 were inoculated with qc isolate staphylococcus aureus a29213 and evaluated for mic results. All three (3) panels returned mic results in range, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two (2) additional complaints on the complaint batch, none of which is related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. H3 other text : see h.10.

Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was false resistance. The following information was provided by the initial reporter: it was reported by the customer that there is a constant discrepancy where the instrument will report resistance to antibiotics and then upon further testing the samples are susceptible. Customer reports a constant discrepancy where the instrument will report resistance to antibiotics an then upon further testing the samples are susceptible. Lot#: 2298120.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was false resistance. The following information was provided by the initial reporter: it was reported by the customer that there is a constant discrepancy where the instrument will report resistance to antibiotics and then upon further testing the samples are susceptible. Customer reports a constant discrepancy where the instrument will report resistance to antibiotics an then upon further testing the samples are susceptible. Lot#: 2298120.